Event description:
It was reported that the patient¿s ipg had migrated which caused the device to protrude through the skin. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted, replaced and moved to a new pocket site. Therapy has been restored postop.